Manufacturer narrative:
The returned linox s 65 was only available as fragments. Only the proximal part of the lead was returned for analysis. The morphology of the cut surface indicates that the separation of the lead probably occurred in connection with the explantation. Further damage to the lead fragment is probably a result of the explantation. During this inspection, no deviations from the technical specifications could be found, which could be related to the complained-about increased shock impedance. The analysis did not find any manufacturing error or material defects on either the setrox s 53 or the linox s 65.

Event description:
Ous MDR - after an implantation time of about 70 months, it was reported that the shock impedance was outside acceptable numbers (>150 ohm). No deterioration of the patient's state of health was reported.